Manufacturer narrative:
Conclusion: medtronic cannot confirm or deny the complaint of leak in the cardioplegia delivery line as no product has been returned to date. However, per manufacturing pictures we can confirm all pieces were manufactured according to specification. An analysis of this occurrence could not be performed without the returned product. After evaluation the cause of this complaint could not be determined; additional information is needed. Review of the device history record found no abnormalities during manufacturing that would cause or contribute to the reported event. There were no adverse patient effects as a result of this incidence. There were no adverse patient effects as a result of this occurrence. Medtronic will continue to monitor for future occurrences and trends. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to use of a custom tubing pack, the customer reported that the cardioplegia delivery line which is part of custom tubing pack was leaking, this occurs when connected to the myotherm, and the line is primed up to the table and pressurized. The device was replaced to complete the procedure. There was no patient involvement so no adverse effect occurred. Additional info states that the normally bonded connectors as per specification drawing have since been "zip tied" in addition to their bonded connection. They have been changing out this line with a "stand-alone" version prior to going on bypass and these lines have performed as expected. Enquiry was made to tj manufacturing on 26-jan-2022 about zip tie concerns,  and was informed that since last year there have been some issues with the silicone tubing, hence the application of "zip ties" to secure the connection as they have similar performance during the pull test. Medtronic received additional information that the customer did not keep accurate accounts of this issue, they informed us that it occurred ¿a few times¿, but unable to be more specific. No further complaints or related intel have been reported. The customer found no air in the system, and no mpxr¿s was submitted, no additional details.